Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 37, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the unit, and it passed. On the other hand, while opening the unit to do the motor test, electrical board showed signs of previous moisture presence, corrosion, and even mold around the battery connectors, and on both the keypad and force sensor cables. Device received with a crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer spouse reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting, too slow or too fast alarm. The customer¿s blood glucose level was unknown. Customer reported that they were unable to clear the alarm and not able to rewind the pump. Customer was also advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.